Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep called during ins replacement and reports that patient (pt) had an old ins that was depleted. Rep reports that pt stated they hadn't used the system "in a long time", so rep was unable to check leads or system prior to ins replacement case today. Rep reports that when attempting to connect new ins to existing leads, connectivity showed all red contacts and impedance values all >40k ohms. Rep reports that they had healthcare provider (hcp) remove the leads, wipe them off, then reinsert, but this did not resolve the issue. Rep reports that she then connected the leads to a wireless external neurostimulator which also showed all red in connectivity. The issue was not resolved through troubleshooting. Rep reports that they are going to have a colleague bring new external c omponents to try to connect and test the leads, but that hcp will likely do a lead revision if this does not work as they do not know the function of the existing leads prior to the case.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6): product type lead product ID 977a275 serial# (B)(6): product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indciated that a lead revision will be done on 11/17. Testing was done with a wireless external neurostimulator to confirm it wasn't a battery issue. The cause of the high impedances was not clear.